Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion site change the ilet displayed repeated ¿unable to proceed¿ messages during rewind, emitted grinding and grating motor noises, and logged alert 38 consistent with a motor stall; multiple restarts and charging did not resolve the malfunction. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included a device replacement and transition to backup insulin therapy pending arrival of the replacement device. Investigation included remote troubleshooting, alert history review, and verification of device identifiers. Investigation of this device revealed a motor stall with piston movement noise suggestive of an internal drive or motor mechanism fault that prevented rewind. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure related to the motor drive mechanism.